Event description:
It was reported the patient experiencing bradycardia and dizziness presented in the clinic. The patient was lost to follow up and the pulse generator could not be interrogated. It was suspected that the device had reached end of service. The device was explanted and replaced. No further information was available.